Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer experienced symptoms such as nausea vomiting, dehydrated and impossible to talk. The customer was treated with insulin pump for high blood glucose values. The customer alleged that the insulin pump was under delivering insulin as her blood glucose levels were not controlling and the customer was not able to decrease the blood glucose values. Troubleshooting was performed for high blood glucose values but the customer declined to check the presence of air bubble or leaks. The device is not expected to be returned for analysis.